Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found, therefore supporting the device met material, assembly and performance specifications. A returned product evaluation was completed and the failure was confirmed. The distal tip of the turnpike was separated and remained on the wire. The damage found the distal section of the turnpike is consistent with over torqueing the catheter against resistance.

Event description:
During a heavily calcified lesion in the lad, a turnpike catheter was used to facilitate wire exchange. A wire was advance passed the lesion and the turnpike was loaded on the wire but was unable to be spun passed the lesion. When the turnpike was removed, it was noticed that there was something still on the wire. A second wire was placed down the vessel and the original wire was removed with the material still attached. The case was completed with good results using rotablator. Additional information received via phone call received which reported the tip detached, however, stayed on wire.